Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter stuck in the lesion occurred. The target lesion was located in posterior tibial artery. A 90cm rubicon¿ 35 support catheter was selected to help treat the target lesion. During procedure, the physician tried to insert the rubicon¿35 support catheter to target lesion through a 300cm non bsc guidewire however, it was noticed that the rubicon¿ 35 support catheter was stuck in the middle of the lesion. The procedure was completed with another 90cm rubicon¿ 35 support catheter. No patient complications were reported and the patient's status is good.